Event description:
Pt underwent orif using retrograde femoral nail. During procedure it was noted that hex portion was missing on instrument previously used to install the titanium end cap. Tip retained in pt.